Event description:
A leak from the patient line was observed during priming. It was explained that the patient should set the patient line port higher than the heater bag. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). No sample was available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.